Event description:
It was reported that (6) devices were used during a rectum resection. It was reported by the affiliate that the mcl20 instruments jammed after four clips. The clips did not advance (feed). Another instrument was used to complete the case. There was no consequence to the pt. Only (2) of the (6) are being returned.